Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
In the journal of arthroplasty "early outcomes of revision surgery for taper corrosion of dual taper total hip arthroplasty in 187 patients" by dimitris dimitriou et al, it was reported that 2 patients were revised due to dislocation.